Event description:
It was reported that the battery on the insulin pump is not lasting more than 12 hours. Customer stated that she changed the battery multiple times and the screen display is blank. During troubleshoot; it was stated that there is corrosion inside the battery cap and the contacts on the battery cap are damaged. It was also stated that the insulin pump is alarming for high blood glucose and she is normally 5 mmol/l. Current blood glucose is 11 mmol/l. The battery cap is being replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.